Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on november 21, 2012. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual non-conformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for a stroke test to measure the longitudinal and torsional movements. The handpiece was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens implant procedure the handpiece would not perform phacoemulsification. There was no system message displayed. The handpiece was exchanged to complete the case. There was no harm to the patient.